Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Customer reported ¿line noted to be leaking. Device discontinued¿ no patient injury. A new PICC was placed for continued therapy. Device is available for return.